Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025. D6b: explant date: 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50 . Serial number: (B)(6). Batch/lot number: 7072868. Model/catalog description: artisan MRI paddle lead 50 cm . Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. No further information has been obtained despite good faith efforts.